Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary inc ontinence. It was reported that after implant, the patient experienced adhesions and removal surgery (B)(6) 2009).